Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false negative result was obtained by the laboratory personnel. Customer reported staff member tested positive on pcr one week, then the following week tested negative on veritor. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
H6: investigation summary: there was no lot number documented in the submission of this complaint; therefore no device history record review or retention testing could be performed. It is essential that lot numbers are provided, if at all possible, so a complete investigation of the issues can be documented and addressed. If no lot numbers are documented in the complaint process, no internal investigations can be performed. Per product insert, ¿negative results are presumptive. Negative test results do not preclude infection and should not be used as the sole basis for treatment or other patient management decisions, including infection control decisions, particularly in the presence of clinical signs and symptoms consistent with covid-19, or in those who have been in contact with the virus. It is recommended that these results be confirmed by a molecular testing method, if necessary, for patient management.¿ the appearance of a visible line in the test area of the device may indicate the presence of sars-cov-2 antigen in the patient specimen. However, if a negative result was displayed at 15 minutes, the concentration of the antigen in the specimen may have been too low to produce a net signal above the reader cutoff, which was designed for a 15-minute read. Ensure that the samples are thoroughly mixed in the extraction reagent prior to dispensing into the test devices. The concentration of specimens collected from the same patient using different collection swabs may vary. Therefore, the corresponding results may also vary. It is essential that correct specimen collection and preparation methods be followed. Specimens obtained early in the course of the illness will contain the highest viral titers. Inadequate specimen collection, improper specimen handling and/or transport may yield a false negative result; it is recommended to review your workflow compared to the product insert and verify the instructions are being followed as written. Erroneous results can occur if the cartridges are read before the 15-minute run time is complete. In this situation, the liquid flow through the membrane might not be complete and clearly defined lines have likely not yet formed on the test membrane. It is very important that cartridge devices be allowed to run for 15 minutes prior to obtaining results. Based on the results of this investigation, this complaint cannot be confirmed, but will be tracked and trended.

Manufacturer narrative:
Eua #(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false negative result was obtained by the laboratory personnel. Customer reported staff member tested positive on pcr one week, then the following week tested negative on veritor. There was no report of patient impact. Eua # (B)(4).